Manufacturer narrative:
This report is submitted on april 28, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced inflammation and skin overgrowth at the abutment site. Subsequently the patient underwent revision surgery under general anesthesia to excise the excess skin and place a longer abutment.